Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The representative replaced the navigation integrated port box due to failed communication. The imaging system then passed the system checkout and was found to be fully functional. The suspected navigation integrated port box was returned for analysis. It was confirmed that there was no communication from the box to a known good system. There were faults on coils 1, 2 and 3.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system was having an emitter communication issue today during a case. The site attempted to restart the system twice without resolution. The surgery was continued without the use of navigation. There was no impact to the patient outcome and a delay of less than an hour due to the reported issue. No complications were reported/anticipated.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6).